Event description:
A patient underwent revision surgery using the blueprint planning.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.